Manufacturer narrative:
This report is submitted on december 11, 2023.

Event description:
Per the clinic, the patient experienced soft tissue overgrowth and was prescribed with topical steroids on (B)(6) 2019 (specific duration not reported). The implanted device remains.